Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced headache ("headaches"), back pain ("back pain") and abdominal pain lower ("abdominal pain / left lower quadrant pain"), 9 months 14 days after insertion of essure. On (B)(6) 2015, the patient experienced hepatomegaly ("boderline hepatomegaly"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and bleeding menstrual heavy ("heavy menses with clotting"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroid") and experienced pelvic congestion ("possible pelvic congestion syndrome") and arthralgia ("pain in multiple joints"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), allergy to metals ("she wear fake / costume jewelry, which often contains nickel because it causes skin rashes"), autoimmune disorder ("auto-immune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with ibuprofen and oral contraceptive nos. Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, uterine haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, fatigue, headache, back pain, abdominal pain lower, hepatomegaly, bleeding menstrual heavy, uterine leiomyoma, pelvic congestion, arthralgia, allergy to metals, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, back pain, bleeding menstrual heavy, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, headache, hepatomegaly, hypersensitivity, pelvic congestion, pelvic pain, uterine haemorrhage, uterine leiomyoma and menorrhagia to be related to essure. The reporter commented: patient wants a removal but can't afford. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: results: unremarkable. Hysterosalpingogram - on (B)(6) 2015: results: adequate placement of essure, no patency. Ultrasound scan - on (B)(6) 2015: results: boderline hepatomegaly. Diagnostic results: (B)(6) 2016 - pelvic, transabdominal and transvaginal ultrasound (B)(6) 2016 - lab work unremarkable. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced headache ("headaches"), back pain ("back pain") and abdominal pain lower ("abdominal pain / left lower quadrant pain"), 9 months 14 days after insertion of essure. On (B)(6) 2015, the patient experienced hepatomegaly ("borderline hepatomegaly"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and bleeding menstrual heavy ("heavy menses with clotting"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroid") and experienced pelvic congestion ("possible pelvic congestion syndrome") and arthralgia ("pain in multiple joints"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), allergy to metals ("she wear fake / costume jewelry, which often contains nickel because it causes skin rashes"), autoimmune disorder ("auto-immune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with ibuprofen and oral contraceptive nos. Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, uterine haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, fatigue, headache, back pain, abdominal pain lower, hepatomegaly, bleeding menstrual heavy, uterine leiomyoma, pelvic congestion, arthralgia, allergy to metals, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, back pain, bleeding menstrual heavy, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, headache, hepatomegaly, hypersensitivity, pelvic congestion, pelvic pain, uterine haemorrhage, uterine leiomyoma and menorrhagia to be related to essure. The reporter commented: patient wants a removal but can't afford. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6)2016: results: unremarkable. Hysterosalpingogram - on (B)(6) 2015: results: adequate placement of essure, no patency. Ultrasound scan - on (B)(6) 2015: results: borderline hepatomegaly. Diagnostic results: (B)(6) 2016 - pelvic, transabdominal and transvaginal ultrasound (B)(6) 2016 - lab work unremarkable. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event hypersensitivity, autoimmune disorder was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and abnormal uterine bleeding ('abnormal uterine bleeding') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016 - pelvic, transabdominal and transvaginal ultrasound (B)(6) 2016 - lab work unremarkable. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced headache ("headaches"), back pain ("back pain") and abdominal pain lower ("abdominal pain / left lower quadrant pain"), 9 months 14 days after insertion of essure. On (B)(6) 2015, the patient experienced hepatomegaly ("boderline hepatomegaly"). On (B)(6) 2016, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant) and bleeding menstrual heavy ("heavy menses with clotting"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroid") and experienced pelvic congestion ("possible pelvic congestion syndrome") and arthralgia ("pain in multiple joints"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), allergy to metals ("she wear fake / costume jewelry, which often contains nickel because it causes skin rashes"), autoimmune disorder ("auto-immune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with ibuprofen and oral contraceptive nos. Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, abnormal uterine bleeding, menorrhagia, dysmenorrhoea, pelvic pain, fatigue, headache, back pain, abdominal pain lower, hepatomegaly, bleeding menstrual heavy, uterine leiomyoma, pelvic congestion, arthralgia, allergy to metals, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, allergy to metals, arthralgia, autoimmune disorder, back pain, bleeding menstrual heavy, dysmenorrhoea, fatigue, headache, hepatomegaly, hypersensitivity, pelvic congestion, pelvic pain, uterine leiomyoma, dysfunctional uterine bleeding and menorrhagia to be related to essure. The reporter commented: patient wants a removal but can't afford. On the right (5) noted in the findings detail. Number of coils visible on the left noted (6) diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: results: unremarkable. Hysterosalpingogram - on (B)(6) 2015: results: adequate placement of essure, no patency. Ultrasound scan - on (B)(6) 2015: results: boderline hepatomegaly. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: medical record received. Reporter information and patient demographic details added. Reporter causality updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.